Event description:
Customer complained that the programmable valve was not working. The surgeon explained the flow was on and off. As a result, the device was explanted. It was also noted that the surgeon felt the patient did not need another valve, therefore it was not replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.